Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for a1c-3 tina-quant hemoglobin a1c gen.3 (hba1c) on a cobas integra 400 plus. There was no indication of a malfunction of the analyzer and there were no issues with any other tests. The sample initially resulted with an hba1c value of 12.39 % and this value was reported outside of the laboratory to the physician. The physician believed the value was implausible. The sample was repeated on (B)(6) 2018, resulting as 7.72 %. No adverse events were alleged to have occurred with the patient. The hba1c reagent lot number was 301167, with an expiration date of 31-aug-2019. Quality controls were within range. The investigation was unable to find a definitive root cause.